Manufacturer narrative:
The insulin pump received with pump error 75 alarm during self test problem isolated to the electronic assembly. No low battery alarm during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had weak battery. Customer's blood glucose value was unknown at the time of the incident. The device will be returned for analysis.